Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the reservoir was completely emptied during priming. Customer stated that the motor didn¿t stop. No moisture damage. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No drive motor anomaly or prime anomaly noted during test. No damage noted to motor assembly during visual inspection. Motor was tested outside of the device and passed. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).